Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to chlorine. The customer stated that the device fell and submerged into the pool. The customer was unable to check the history alarm due to the button error alarm and the button are not responding. The button error alarm is present in history at or around the time that the pump was exposed to moisture. The customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending a replacement cot pump.